Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the drill bit broke off in the pt during the course of operation causing a pneumothorax. The pt returned for surgery the following day and the drill bit was removed.